Manufacturer narrative:
Device received with cracked and bleeding glass on lcd board. Device received with minor scratches on lcd window. Device received with cracked case at display window corners.

Event description:
Customer's mother reported via phone call that the screen was broken and it was illegible. Customer's blood glucose was 96 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.